Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen is not working. The system was not in clinical use; there was no reported harm to patient/user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states that touchscreen is not working properly and will not calibrate and was requesting part number. The rse provided parts ID for the touchscreen replacement. The customer replaced the touchscreen to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.